Event description:
A pt with a history of crohn's disease, status post ileocecal resection with abdominal pain. The pt underwent a colonoscopy. The anastomosis was strictured. The colonic dilators size 10 mm and 12mm were used to dilate the strictures and subsequently the scope was advanced into the terminal ileum. There was minimal bleeding from the anastomosis. The tip of the dilator was found to have broken and was adherent to the ileal mucosa. It was removed using a forceps and the scope was then reintroduced to complete the biopsies. The scope was withdrawn and the mucosa was carefully examined. No signs of injury were noted. The pt was discharged home that day as planned.